Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was acting different and her relatives called emergency medical service then she was hospitalized due to low blood glucose on (B)(6) 2020 and was out on (B)(6) 2020. The customer was treated in ambulance, gave her glucose and blood glucose rose in 200 mg/dl and was admitted in hospital and was in there for couple hours. The customer had another blood glucose of 30 mg/dl. The insulin pump will not be returned for analysis.